Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit during a procedure on (B)(6) 2009.according to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown and unavailable.